Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing. Smart pass was not activated. It was noted the patient has a conduction aberration during exercise with a bundle branch block (bbb). The doctor repeated auto-configuration during the bbb and all vectors failed. When the qrs returned to narrow, auto-configuration conclusively showed primary and secondary vectors were okay. The patient is currently hospitalized, and a request was made to have technical services (ts) review available device data. No other adverse patient effects were reported. This product remains in service.